Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the patient's implantable cardioverter defibrillator, post-paced t-wave over-sensing was noted. Corrective programming changes were recommend but were not yet reported to have been made. The patient was stable throughout.